Event description:
International complaint (B)(6) rec¿d reporting multiple issues/incident with use of 011-46104-42 arterial safeset transpac mtg kits. It was reported ¿¿there have been significant issues with the las sticking and remaining locked down, and being unable to be disconnected from the syringe when activated with the male luer, resulting in blood splatter, blood spills. Staff members have been exposed to blood.¿ the devices were pre-tested and in use for 48 hrs when the problems occurred. There have been no reported adverse operator/pt consequences.

Manufacturer narrative:
Mfrs investigation: device return: one used partial 011-46104-42 monitoring kit was rec¿d. Visual inspection and analysis of the ¿as-rec¿d¿ components/partial kit identified various component damages, and confirmed the luer activated stopcock was recessed or ¿stuck-down.¿ engineering analysis: the involved components were disassembled and analyzed. The engineering results recorded a number of ¿strikes and scores¿ on the silicone valve and the back-plate of the valve housing. These types of component damages can occur when accessing/using incompatible mating devices and/or incorrect usage/techniques. (B)(4). Conclusion: visual analysis of the ¿as-rec¿d¿ partial kit components verified the reported product issues. The cause(s) of the problem(s) were determined to be a result of incorrect usage. Accepted clinical practice/techniques that mitigate these types of the issues ensure that the central axis of the connector and valve are in-line with each other and employ use of a rotational motion while connecting and disconnecting a mating device to the valve. This report and recommendations have been communicated to the facility and distributor reps.